Manufacturer narrative:
Patient information was requested, unavailable at the time of this report. No malfunction was found. A philips response center engineer (rce) analyzed the central station logs, and found that there were alarms validated by the users around the time of the incident. A philips field service engineer (fse) tested the device, and the device passed all testing. The device is functional. The device was reported to remain at the customer site, and is still in use by the customer. There have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the heart rate alarm did not start when the premature baby was at 67. The mother was at the bedside and didn't see the electrocardiogram (ECG) alarm ring when the patient was at a heart rate of 60 or 67 for an alarm ranging between 100 and 200. She left to inform the staff, who then intervened. The incident occurred during patient monitoring around 19:56. Emergency tracheal intubation of the patient was necessary.